Event description:
The pt was implanted with a synchromed pump in 1998 for intrathecal infusion of morphine for non- malignant pain. The pt began to experience decreased pain relief. The hcp performed pump and catheter troubleshooting, which was normal. The hcp explanted the device in 2000 and returned the explanted pump to the MFR. During surgery, pus was noted to be coming out of the intrathecal space. The pt is undergoing treatment for this infection.